Manufacturer narrative:
H3, h6: analysis was performed for product 9733457, lot number: 191107. It was reported that the tip of the probe was deformed and slightly bent. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the tip of the cervical probe was deformed. The cause was unknown. The procedure was completed using a different instrument. This issue caused no surgical delay. There was no reported impact on patient outcome.